Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the procedure date? What is the lot number? Was the suture placed interrupted or continuous stitch? How many knots were placed in the suture? Did the operating surgeon observe any suture deficiency or anomaly before or during placement? Was the re-suturing performed? When? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? Was there any adverse consequence associated with the patient? What is the current condition of the patient? I asked surgeon if he had any other information he could share on this inquiry and said ¿no¿. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a thoracic surgery in 2021 and suture was used. Post-operatively, the suture broke. No adverse patient consequences were reported. Additional information was requested.